Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of moisture in the ccd unit by changing the temperature outside of the endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. During use, the image became foggy suddenly. The user stopped using this scope and changed another one to complete.